Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. But it was reported by the field to be due to difficult patient anatomy.

Event description:
During the implant procedure, it was noted that the right ventricular (rv) lead was bent potentially due to excessive force use while trying to implant the lead in a difficult vein. The lead was exchanged and replaced, and the patient was stable with no adverse consequences.